Event description:
Customer reported that the wake button did not work. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and no additional information regarding the outcome of the event was obtained.